Event description:
When resecting a liver, the stapler jaws would not reopen after approximately the 4th fire while still clamped on the liver. The surgeon was able to remove the stapler with minimal tearing. The liver resection was completed using the second stapler. After several attempts using the manual/emergency release maneuver, the cst [certified surgical tech] was able to open the jaws of the defective stapler on the back table.